Event description:
It was reported that there was device reset. It was noted the patient had been through security checkpoint at the airport. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).